Event description:
It was reported that when the device was switch on the device failed high tidal volume, flow sensor calibration and exhalation heater coil failed. No patient involvement. A third party service technician repaired the device by replacing the heater assy. It was reported that the device is now working.